Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensor part of the foley catheter was damaged. It was stated that the catheter was detained at the time of operation. After returning to the ward, the user noticed that the temperature sensor part was strange and the line was round and spiraling. Per follow up information received via ibc on (B)(6) 2022, it was stated that the temperature wires were coiled up.